Event description:
It was reported that the patient presented for a routine device change out and lead replacement procedure. Prior to the procedure, upon review, it was noted that the pacemaker exhibited low pacing impedance. The pacemaker was explanted and replaced. Additionally, upon testing with the pacing system analyzer (psa) it was noted that the left ventricular (lv) lead exhibited high capture thresholds and loss of capture. The lv lead was capped and replaced. Additionally, upon testing with the psa, it was noted that the right ventricular (rv) lead exhibited low pacing impedance but in normal range. No interventions were performed. The patient was in stable condition.